Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of displayable history crc check failed at startup, external ram crc error, unexpected restart alarm and battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised that the alarms are normal alarms during start up. The customer was advised to create a carelink personal account. The customer was advised that if the pump does not upload to carelink personal, then we would replace the pump.